Event description:
During morning check, device displayed defib comm error, which would prevent shocking a pt. There was no pt involvement.

Manufacturer narrative:
Evaluation summary: evaluation of the device indicated that the reported problem was caused by an open fuse (f2) on the defib board. The cause of the open fuse is undeterminable, but when this fuse is open, necessry voltage from the motherboard is not present, preventing the fire control board from producing the isolated volts the isolated a to d converter needs. After replacing the fuse, the device was tested and found to perform in accorance with its specifications.